Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter stated the patient experienced blood glucose elevation greater than or equal to 250 mg/dl but less than 500 mg/dl without any accompanying symptoms in association with this issue. This reported blood glucose level without any accompanying symptoms does not meet animas criteria for a reportable adverse event. Therefore, no adverse event is being reported in association with this complaint. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.